Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected alarms/alerts/history noted during analysis. Successfully utilized thus to download history/trace files. Pump error 63 with variable 03 was confirmed on (B)(6) 2023 11:58:18.000. Confirmed the following alarms on or near event date: pump error 4 on (B)(6) 2023 11:58:16.000. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint at pin 1. Pump error 63 confirmed due to cracked solder joint. Pump error 4 (linenumber = 2773 filenumber = 32010) confirmed due to hardware error, isolated to electronic stack. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿ the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and end cap address label missing. Pump error 63 confirmed due to cracked solder joint. Pump error 4 confirmed due to hardware error, isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump error 63 . No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to successfully clear the alarm by rewinding the pump, customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.